Event description:
It was reported to boston scientific corporation that an obtryx halo single system device was implanted horizontally on an unknown date approximately two years ago. The patient reports that she has felt discomfort (specifics unknown) since the implant procedure. Reportedly, the patient has visible sub-urethral mesh erosion and dehiscence at the site of implantation. A small portion of the mesh was removed on (B)(6) 2013. Presently, no further medical intervention is planned. The patient, who is in her (B)(6), was in stable condition at the conclusion of the revisional procedure.